Event description:
The customer reported that the clear insulation became damaged and detached during the case. Nothing fell into the pt cavity and there was no pt injury.

Manufacturer narrative:
(B)(4). One lf5544 device was returned for eval. The silicone boot was damaged. The instructions for use (IFU) states carefully insert and withdraw the instrument from cannulae to avoid possible damage to the devices and/or injury to the pt. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument mush be discarded. Injury has rarely been reported with these complaints.